Event description:
The customer reported to baxter (B)(4) regarding the vialmate in which the vialmate is leaking when coupling to diclocil. No patient involvement. No patient injury or medical information is available. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The sample was observed to be leaking at a small slit on the side of the protector. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.